Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. After properly preparing the farawave catheter with a manual flush, the catheter was connected to a drip line with a pressure bag. Saline was then seen leaking out of the proximal end of the handle at a constant flow rate. The physician verified that the tubing connection to the flush side port was connected properly. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. After properly preparing the farawave catheter with a manual flush, the catheter was connected to a drip line with a pressure bag. Saline was then seen leaking out of the proximal end of the handle at a constant flow rate. The physician verified that the tubing connection to the flush side port was connected properly. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower successfully. Subsequently, flushing of the catheter through the irrigation line was tested. Flushing was not functional, as a leak was observed in the catheter. Dissection of the catheter revealed some broken flush tubing, which likely contributed to the observed leak. With the help of an ultraviolet (uv) light, separation of the flush tubing could be seen. The reported leak was confirmed.